Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. The patient was placed on lixiana only, due to the patients pre-existing medical history. At the 45 day routine follow up, transesophageal echocardiography (tee) imaging revealed a device related thrombus (drt) located under the ridge of the left atrium. The physicians decided to place the patient on aspirin in addition to the lixiana medication the patient was taking, for a six (6) months until a tee can be repeated. No further interventions or patient complications were reported.

Manufacturer narrative:
B3: event date estimated to be 45 days post procedure date of (B)(6) 2024